Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent a hip procedure on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to wear of the polyethylene liner. The polyethylene acetabular liner and modular head were removed and replaced. A review of the invoice for the revision surgery revealed that only the liner was on the invoice.

Event description:
It was reported that patient underwent a hip procedure on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Implant date ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.